Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad issue. Customer¿s blood glucose level was 7.3 mmol/l. Customer reported that the insulin pump had unresponsive buttons including up and down buttons that did not allow to scroll. Customer reported that the middle button was unresponsive. Customer reported that the buttons were not unresponsive during easy bolus attempt. Customer advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Pump error 63(variable 3) alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.